Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. A gas delivery system (gds) manifold assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. The service engineer (se) inspected the device. The se found that during the oxygen flow accuracy test, the ventilator was not showing any oxygen flow. The se replaced the gas delivery system (gds)and oxygen flow accuracy test passed. The se performed performance verification testing and all tests passed.

Event description:
It was reported that the ventilator had oxygen unavailable and a high oxygen inlet pressure. There was no patient involvement. The event date was not specified; estimate used.